Event description:
It was reported to philips that the ECG does not provide numeric values. The customer replaced the leads and trunk cable and the issue remains. There was no reported patient involvement.